Manufacturer narrative:
(B)(4). Upon further review, this complaint file has been determined to be non-reportable.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was has a broken fill port during filling. The device was being filled with 200 milliliters ropivacaine hydrochloride hydrate when it was observed that the fill port was broken. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
A baxter service technician reported finding a colleague infusion pump with a constant air in line alarm occuring during the pre-accuracy test. This event occurred during product evaluation. No patient in jury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation found and confirmed the condition of a constant air in line alarm on channel a and determined the root cause to be a faulty channel a pump head module. The channel a pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.